Manufacturer narrative:
H3: product analysis: ¿equipment used: video inspection system (m-81805), 203cm ruler (m-83360) ¿as found condition: the rist catheter was returned for analysis inside a sealed biohazard plastic pouch and inside a shipping box. ¿damaged location details: the rist catheter distal tip and marker were examined, and no damage was noted. The catheter body kinked at ~95.0cm and ~101.0cm from the distal tip. The rist catheter body was found separated at the strain relief ~4.0cm from the proximal end of the catheter hub. The inner wire retained the separated catheter. The catheter inner lining was found stripped and entangled with the inner wire. The tubing material at the separation exhibited plastic deformation (jagged edges), indicating that the catheter likely separated due to tensile failure. No other anomalies were observed. ¿conclusion: based on the reported information and device analysis, the customer¿s ¿catheter separation/break¿ report was confirmed, as the returned rist catheter body was found separated at the strain relief. Possible causes of ¿catheter separation/break¿ include, but are not limited to, advancing or retrieving the device against resistance, or use of excessive force, thus exceeding the tensile strength of the tubing material. However, the cause of the reported event could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received report that the rist catheter hub separated from the catheter body. The catheter was replaced to complete the procedure successfully. There was no harm or injury to the patient associated with this event. Additional information received. The rist hub separation was observed during the procedure while the device was being used, specifically when it was pulled out. Vessel tortuosity was normal. The device was prepared as indicated in the IFU, including inspection and hydration. No causes or contributing factors for the rist hub separation were identified, and the device was being used as intended.